Event description:
It was reported to medtronic minimed that the customer received a critical pump error/open book image. Troubleshooting was performed, explained the pump performs safety checks and an error was found. The customer reported no adverse event. The event involved product(s) mmt-1884l. No harm requiring medical intervention was reported. Mmt-1884l was requested. The customer was instructed to revert to the backup plan per health care professional instruction and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and severe moisture damage on the [pcba 1 j7 / pcba 2 / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube side, and cracked case corner of belt clip rails. Unable to verify critical pump error (open book image) due to blank display. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1, j7]. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.